Event description:
It was reported that the patient presented remotely via merlin.net experiencing episodes of ventricular fibrillation (vf). Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited under-sensing, resulting in a delay of high voltage therapy. Upon review, it was noted that the patient experienced four episodes of vf and that the device successfully converted three of the episodes and exhibited failure to convert rhythm for one of the episodes. The patient then presented in the emergency room and experienced a syncopal episode and cardiac arrest. No intervention was performed. Patient condition was unknown.